Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been experiencing a stinging sensation above the implant site, particularly during recharging, which is described as feeling like an electrical shock. This issue has been ongoing for the past couple of years. The patient expressed concern about the possibility of a fracture and noted that the implant has been shifting since approximately 2021, with the skin over the implant appearing very thin. The patient also reported that in (B)(6) 2023, after developing pneumonia and coughing frequently, their ocd symptoms worsened abruptly. The patient mentioned seeing a healthcare provider, who indicated that impedances appeared normal. The patient, lacking a current managing physician, has experienced difficulty finding a new provider due to having received the implant for ocd. Device information was reviewed, and the patient was redirected to their healthcare provider for further evaluation and management of their concerns.